Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR reports: 1627487-2020-04451, 1627487-2020-04452 and 1627487-04454. It was reported the patient's scs system was removed due to infection. Reportedly, the patient was hospitalized for the infection. No further information was available at this time.